Event description:
On (B)(6) 2022 it was reported that while the customer was spot testing the peak inspiratory pressure of the resuscitation module (multiple devices, exact s/n not provided) with an analog manometer (customer's testing equipment) that they have observed a brief spike in pressure however the resuscitaire unit does not show a spike and does not climb past the set pressure. Note that the spot testing being performed is not a draeger test for the device. The customer has raised concerns that the potential spike (they have observed during their own testing) in pressure could potentially cause a pneumothorax in a patient. Currently the customer is not using the resuscitation module of the device while waiting on feedback from dräger. On 29apr2022 new information was received. The site respiratory therapist stated ¿that they do not get pneumos [pneumothorax, a collapsed lung] using the standalone blender¿. Though no specific patient details have been provided to date, this indicates an allegation that when the resuscitaire resuscitation module was used on patients, pneomos occur (patient injury). Additional information was requested regarding any events where a patient experienced a pneumothorax while the resuscitaire resuscitation module was being used.

Manufacturer narrative:
Device MFR date: multiple units: (B)(4): 01/20/2021. (B)(4): 07/18/2018. (B)(4): 10/10/2011. (B)(4): 10/11/2011. A follow-up report will be submitted upon completion of this investigation.

Manufacturer narrative:
Section h4 - multiple units: (B)(6): manufactured date 01/20/2021; (B)(6): manufactured date 07/18/2018; (B)(6): manufactured date 10/10/2011; (B)(6): manufactured date 10/11/2011. Further information regarding any patient events was requested however, no information has been provided to date. The manufacturer of the autobreath module (biomed devices) was consulted and it was confirmed that an initial spike is expected from the patient outlet output. This spike is mitigated by the resistance of the breathing tube and patient lung compliance. The circuit in the resuscitaire contains a pneumatic resistor to mimic the breathing tube and patient resistance so the manometer accurately represents what the lungs are receiving. The customer was provided a power point presentation showing test data of actual patient outlet output readings vs actual test lung input reading (what the patients lungs receive). The devices are working as designed, there was no device malfunction.

Event description:
On 25jan2022 it was reported that while the customer was spot testing the peak inspiratory pressure of the resuscitation module (multiple devices, exact s/n not provided) with an analog manometer (customer's testing equipment) that they have observed a brief spike in pressure however the resuscitaire unit does not show a spike and does not climb past the set pressure. Note that the spot testing being performed is not a draeger test for the device. The customer has raised concerns that the potential spike (they have observed during their own testing) in pressure could potentially cause a pneumothorax in a patient. Currently the customer is not using the resuscitation module of the device while waiting on feedback from dräger. On 29apr2022 new information was received. The site respiratory therapist stated ¿that they do not get pneumos [pneumothorax, a collapsed lung] using the standalone blender¿. Though no specific patient event information has been provided to date, this indicates an possible allegation that when the resuscitaire resuscitation module was used on patients, pneomos occur (potential patient injury). Additional information was requested regarding any events where a patient experienced a pneumothorax while the resuscitaire resuscitation module was being used.